Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dental needle. The customer reports that the needle detached from the hub during use and remained stuck in the pt. The pt was sent to the oral surgeon to remove the needle. The pt's current status and if the needle was successfully removed are not known at this time.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.